Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to a depression while in vivo. It was also noted that the outer insulation of the lead developed a cosmetic depression while in vivo and that the outer insulation of the lead was observed to have blood ingression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high thresholds. The rv lead was explanted and replaced. It was also reported that the patient's right atrial (ra) lead exhibited undersensing. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.